Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the dialyzer header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: MFR site and report source additional information:concomitant medical products and device evaluated by mfrplant investigation: although it was stated that the dialyzer was available to be returned, to date the sample has not been returned to the manufacturer for physical evaluation. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and on non-conformance (nc) reported on the lot. The nc was opened to address the lot exceeding 4% bubble point scrap rate. The lot finished with 4.03% scrap on bubble point. Proper functioning of the bubble point test system was verified at regular intervals. The lot was confirmed to have met release specification. The dn was unrelated to the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters, and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.